Manufacturer narrative:
(B)(4). Equipment was received in house for evaluation. No root cause has been determined yet since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that their vela ventilator has broken invlet valve assembly that caused leak. There is no patient involvement.